Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a patient reported that their therapy was not changing with positions. It was reported that the patient was sitting down in a chair for a good period of time two days prior to the date of this report and their device kept saying that they were in a lying position each time they checked. The patient stated that they first noticed it they were getting out of a car after sitting upright and their implantable neurostimulator (ins) displayed that stimulation was off, so the patient turned it back on. When they did so, the patient programmer screen was displaying that the patient was in a lying position when they weren¿t. The patient stated that the amplitude changed with position, in their opinion, but the programmer screen didn¿t update. The manufacturer representative verified with the patient that stimulation was on and that the group with adaptive stimulation (as) was turned on prior to troubleshooting over the phone. The manufacturer representative had the patient try two positions during the call and the programmer displayed the correct positions each time, as well as the correct amplitude for each position. The patient also stated that stimulation was comfortable in the position that they needed. The issue was resolved at the time of this report. It was noted that the programmer was working as intended and showed a change in positioning as expected. The manufacturer representative reviewed transition time range with the patient and to clarify what their transition time was programmed for. Additional information provided on 2016-jun-27 reported that the issue has gotten worse. The patient met with a manufacturer representative a week prior and they made adjustments on the programmer. The transition time before was 20 seconds and the manufacturer representative changed it to 1 second, but the device does not seem to be able to hold the programming. On (B)(6) 2016 the patient was driving and ¿it shut itself off¿; the programmer showed that she was lying down and went to the lower level of 3.0v instead of 4.40v. The patient stated that they were lying down that afternoon and turned it on the right side, then ¿it went crazy¿ and the programmer showed that they were up and stimulation increased. It was noted that the patient had back surgery and turned it to the right side for that reason. The manufacturer representative clarified that the patient presses the sync button on the programmer when they changed positions. During the call, the patient was standing up and the programmer showed they were lying down and decreased their stimulation down to 3.0v; the patient then leaned over and could feel stimulation again. The patient was redirected to their healthcare provider (hcp) to contact a manufacturer representative. Indication for use is non-malignant pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative (rep) reported the ins was not correctly recognizing positions. Troubleshooting/interventions already performed included the rep attempting to reorient. It was noted that another rep had attempted to reorient and make programming changes at a previous appointment with the patient. It was noted the implantable neurostimulator (ins) would say lying front when standing. When the patient was sitting in the car, the ins switched from upright to lying. When the patient was in bed lying, the ins said upright with the 4.5 v switched to the right. The patient noted "right side rolled to back" and the ins said back. Technical services reviewed the delay in times between switching positions vs. Amplitudes, but the patient stated that the incorrect positions were being displayed all night. It was noted that the ins was not loose in the pocket. The rep expanded the lying position range cone. The rep did not program upright and mobile or lying front amplitudes and the positions were disabled on the clinician programmer. Technical services reviewed how disabling positions worked and recommended to the rep to enable those positions and set amplitudes so the device would recognize them and switch amplitudes. No patient symptoms were reported regarding this event. It was noted these issues began after adaptive stimulation was activated at the 10 day post-operation appointment. The rep later reported that they had performed additional troubleshooting, including changing positions cones, reprogramming, reorienting, and adding additional groups with adaptive stimulation. However, the patient was still having issues on both groups with adaptive stimulation when the patient was upright, but the ins registered lying front and the lying position was saying upright. It was noted the lying left position was correct, but lying right would register as upright. It was noted that the ins had been reoriented 3 times prior to (B)(6) 2016. No x-rays had been done, the patient had no falls, and the patient could recharge fine and was getting pain relief. It was noted the clinician programmer and the patient programmer (pp) were recognizing upright correctly when they were with the patient. The rep noted that the ins was in the upper buttock and in a lot of fatty tissue. Technical services suggested using pillows under the patient to try and get the ins to lie flat during reorienting and also using pillows under the patient at the office to simulate a softer bed like the patient had at home. Technical services also reviewed possibly enabling the upright mobile and lying front positions but having them set to 0v, giving the patient a group without adaptive stimulation enabled and getting an x-ray to confirm true ins orientation. The rep later reported that the patient's battery was re-oriented with a pillow under her buttocks as suggested by technical services. No further information was available at the time of the report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received in a patient letter reporting that the adaptive stimulation positioning issues had resolved and was working fine now. It was reported to be an unusual situation, but that the manufacturer representative kept searching until the issue resolved. The patient stated that thanks to the work of the two manufacturer representatives they were now happy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.